Manufacturer narrative:
There is no documentation that shows a causal relationship between the patient¿s fluid overload and hospitalization and the liberty cycler. Additionally, the pdrn reported that the patient was not utilizing the cycler and was only completing manual exchanges at the time of admittance into the hospital. The reason for the patient not utilizing the cycler is unknown as it is only documented that the patient was receiving alarms due to the solution temperature. The cycler was never replaced. The patient was transitioned to hemodialysis for unknown reasons. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, peritoneal dialysis nurse reported that the peritoneal dialysis patient was in fluid overload, in decline and treatment modality was changed to in-center hemodialysis. Follow up with the peritoneal dialysis nurse on 2018-01-17 and again on 2018-01-19 indicates that the patient kept experiencing alarms (unspecified) on the liberty cycler and just stopped using the cycler (unknown date). The patient reverted to manual exchanges. Per the peritoneal dialysis nurse, the patient¿s alleged fluid overload was being managed with manual exchanges and medication (type unknown). The patient arrived at the pd clinic for an appointment on (B)(6) 2017 and was sent to the emergency room (ER) due to fluid overload (signs/symptoms unknown). The patient was admitted (unconfirmed diagnosis) to the hospital and transitioned to in-center hemodialysis (date unknown). It is unknown what determining factor preceded the change in treatment modality. Other hospital course unknown. The patient did not experience any additional complications other than the reported fluid overload. The patient was discharged from the hospital on (B)(6) 2018. Additional information was solicited.

Manufacturer narrative:
Correction: event date is (B)(6) 2017.